Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2014, the surgeon was positioning threaded 1.1 mm guide wire for 2.4mm headless compression screw placement. Following placement of screw, it was discovered under radiographic evaluation that the tip of the wire (approx.5-10mm piece) was broken off in the bone. The surgeon evaluated and decided not to retrieve the broken piece because he felt it was not in the joint, embedded in bone would cause no concern or issues. The patient outcome was reported as satisfactory and the procedure was completed successfully. There was a delay of about 10-15 seconds. This is report number 1 of 1 for (B)(4).